Manufacturer narrative:
Product complaint # : (B)(4). Additional evaluation summary: representative samples of product code w8830, lot mhj343 were returned for analysis. The complaint sample was not received for evaluation. During the visual inspection , no defects were observed on the packets. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were examined along of strand and no defects or damaged were found. Functional test was performed on the samples and the pull force did not meet the minimum requirements. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, the assignable cause is needle pull off.

Event description:
It was reported that a patient underwent a liver resection procedure on (B)(6) 2019 and suture was used. During the procedure the whole needle pulled off from the suture thread. There was no adverse patient outcome reported.